Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of uterine perforation ("perforated uterus") and genital haemorrhage ("bleeding") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "she was found to have four essure implants inserted (with two of them implanted in the lower part of uterus)" (seriousness criterion intervention required) in april 2016. The patient's medical history included spinal cord disorder (the patient had transmitted her spinal cord malformation to her daughter). In april 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling") and pelvic pain ("pain"). The patient was treated with several interventions were performed to remove all essure implants. Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, swelling and pelvic pain outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, pelvic pain, swelling and uterine perforation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of uterine perforation ("perforated uterus") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "she was found to have four essure implants inserted (with two of them implanted in the lower part of uterus)" (seriousness criterion intervention required) in (B)(6) 2016. The patient's medical history included spinal cord disorder (the patient had transmitted her spinal cord malformation to her daughter). In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling") and pelvic pain ("pain"). The patient was treated with several interventions were performed to remove all essure implants. Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, swelling and pelvic pain outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, pelvic pain, swelling and uterine perforation with essure. Further company follow-up with the other is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.